Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set had leaked from a crack on the twist clamp. This event occurred during use of the device. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed with the naked eye. Functional testing was performed which included leak testing, clear passage testing, and clamp function testing. The reported problem was not verified because leak testing was performed with no issues. However, it was noted during visual inspection that there was a cracked main body. The device did not meet specifications. The cause of the cracked main body was not determined. Should additional relevant information become available, a supplemental report will be submitted.